Manufacturer narrative:
On 6/18/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/20/2019, mentor became aware that the date of explantation is (B)(6) 2019. Hence, method code has been updated. On 7/3/2019, mentor became aware that the date of implant is (B)(6) 2010. Hence, has been updated. On 7/17/2019, mentor became aware that the initial reporter address was inadvertently not reported. Hence, facility name has been updated . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also reported that ¿she has orders for labs to be tested for lupus. This is a new diagnosis and is being worked up on base. She has a history of seizures. She says she suffers from migraines.¿ , the patient also experienced infections after all her surgeries. Patient stated that she has had 18 surgeries but not all of those were in relation to her breasts. As a result, the patient is planned to undergo breast implants removal on (B)(6) 2019. Hence, codes autoimmune reaction and infection have been added to section h6. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/24/2019, the mentor failure analysis lab received the device for evaluation. On 9/5/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction with 600cc mentor memorygel breast implant and was presented with left side capsular contracture, baker grade unknown confirmed by physician upon visit on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.